Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure recoverable errors occurred. The errors occurred when trying to deploy for docking. The intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the system logs and found multiple 23118 errors against the gantry. The isi tse suggested hard power cycling the patient side cart (psc), but the surgeon was using the camera at the time and was not willing to turn the power off. The customer stated they would hard power cycle the psc after the surgeon was done using the camera. Reportedly the procedure was completed laparoscopically. Isi followed up with the customer and received the following additional information: the reported issue occurred during the procedure. The ports were in place when the issue occurred. System functionality was checked when the system was initially powered on. The system initially powered on with no errors. The procedure was converted to a laparoscopic procedure, then eventually converted to an open procedure. There was no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse contacted the intuitive technical service engineer (tse) for troubleshooting. The isi fse found several 23118/23138/23087 errors against the set-up structure (sus) wrist. The isi tse advised the isi fse that these errors were related to the encoder. The isi recommended ensuring all parts were seated correctly, checking the cable connection to system controller processor (scp) board 5, and replacing the axes controller platform (acp) boards, to see if the errors move. The isi tse also recommended ensuring the dual magnetic encoder (dme) was seated correctly. The isi fse reseated the dme and tightened down the screws in the orienting platform (op). The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.